Manufacturer narrative:
Additional information: b1, b2, d6b, h1, h6.

Event description:
New information received notes that the device was explanted and replaced. There were no adverse patient consequences reported.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed a sudden decrease in battery longevity exhibited by the implantable cardioverter defibrillator. Premature battery depletion was suspected. No interventions were made. The patient was asymptomatic.